Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and the obtryx transobturator mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2012 and (B)(6) 2012 for mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic floor relaxation and mesh was implanted along with the concurrent procedures of laparoscopy vaginal hysterectomy, bilateral salpingo-oophorectomy, and perineopastic.